Event description:
It was reported that the customer went to the emergency room due to low blood glucose levels. It was stated that the customer had stopped using the insulin pump a few hours prior to the emergency room visit, due to low blood glucose levels. The reported blood glucose reading at the time of the call was 149 mg/dl. Troubleshooting was performed, and a bolus of 6.2 units was found in the bolus history. The caller stated that the customer did not program that bolus. The caller stated that the insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.